Event description:
On 12/16/97 a pt of the facility lost approx 25 cc of blood due to a separation of tubing on the bloodline. The pt was on the machine about one hour. The separation of the tubing occurred on a section of tubing after the blood pump and before the attachment of the heparin line. The pt did not suffer any injury, the bloodline was replaced and the treatment was continued without incident. The machine did not alarm. The customer was advised to verify proper functioning of the venous and arterial pressure alarms.